Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 03/26/2018. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed lubricant material residue and loose particles on the lens surface. The lens was also observed torn. Both the haptics were missing and were not returned. The customer's reported complaint of haptic damage was not verified. However, haptics detached was observed. The condition of the returned lens sample was consistent with a product that was handled and prepared for the surgical process. Based on the analysis there was no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The lens was removed and replaced during the initial procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a torn haptic was found when inserting the intraocular lens into the patient's left eye (os). It was noted that intraocular lens (iol) was inserted and removed during the initial procedure. Procedure was completed using a backup lens with the same model and diopter size. Reportedly, there was no patient injury. No additional information provided.